Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. The sample was visually checked and the defect (missing roller clamp) was confirmed. The cause of this condition was undetermined.

Event description:
A customer reported to baxter (B)(4) of a clearlink vented blood administration set that had a missing roller clamp. This was noticed before set was used. There was no patient involvement or injury reported associated to this issue. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A batch review cannot be performed since there was no lot number provided.